Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to assist on patient's report about an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. Senor was inserted on (B)(6) 2015. The patient did not report injury or medical intervention.